Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, unknown stem, unknown liner, unknown trilogy screw, unknown tm revision shell report source-literature: webb, j. E., mcgill, r. J., palumbo, b. T., moschetti, w. E., & estok, d. M. (2017). The double-cup construct: a novel treatment strategy for the management of paprosky iiia and iiib acetabular defects. The journal of arthroplasty. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported one patient experienced chronic uncontrollable deep infection required implant removal due to sepsis. No further information has been made available.